Manufacturer narrative:
The event of "bleeding" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hemorrhage/blood loss/bleeding.

Event description:
Patient reported "after surgery, I felt extreme pressure, my arm was turned purple, felt like someone was biting me, hurt really bad, purple in breast area and arms, felt like air was being pumped, like it was going to explode, lost extremely amount of blood and had 8 blood transfusions". This record relates to the left side. The device was explanted.